Event description:
The customer contact reported the pt received more medication than intended. At 0800, the pump programmed to deliver 100ml of naropin (2.0 mg/ml) at a rate of 10ml/hr and the delivery was started via epidural route. No further programming parameters were provided. At 1420, the pt complained of "chest heaviness." At this time the nurse noted the solution bag was empty and that the pump displayed a total volume infused of 60.7ml. The anesthesiologist was notified and the delivery was discontinued. No medical interventions were required. There were no reported adverse pt sequelae. The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.